Event description:
It was reported to ventec that the patient became disconnected from the device during use, and that it did not provide a patient circuit disconnect alarm as expected. There was patient involvement associated with the reported event. The initial reporter advised that the patient remained stable overnight while decannulated. There were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.